Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2004 and (B)(6) 2007 the patient underwent gynecological procedures in order to treat pelvic relaxation and stress urinary incontinence and mesh were implanted. It was reported that following insertion of the mesh the patient experienced urinary problems and dyspareunia. It was reported that the date (B)(6) 2007 is not reflected as an implant surgery date. It was not specified if this statement applies to one or both mesh products. The patient underwent suburethral mesh removal with sublarotomy on (B)(6) 2007 due to mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.